Manufacturer narrative:
Sheath was returned to vsi for evaluation. The hub of the sheath was separated from the shaft. A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation confirmed the failure. An internal corrective action was initiated.

Event description:
Tech scrubbed in during procedure explained what he observed. Micro-introducer sheath separated from hub. Physician obtained jugular vein access us guided, upon removing micro sheath, the hub came apart from distal sheath portion. The account claims nothing out of ordinary during access. They had to snare the distal sheath portion from jugular vein. Additional information received (B)(6) 2018. Physician stated. 'He obtained jugular access with us. He removed the dilator and wire. He tried inserting a benson wire floppy end and would not traverse/insert into micro sheath. He said the hub fell off the sheath and fell beside the patient on sterile field. Physician obtained access a couple centimeters above original stick and snared distal sheath with goose neck snare with no resistance. Current patient condition is reported as fine.